Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height smart drawer had bad rails on auxiliary 5.2. A field service engineer found that the half height auxiliary 7.1 and 7.2 both had screws that were loose on faceplate and tightened screw. A field service engineer found that the auxiliary drawer half height 5.2 drawer sticking, and ball bearings were missing. A field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system drawers failed and must force to open, when user tried to issue medication to patient. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.